Event description:
While receiving assistance with sensor glucose versus blood glucose value differences, customer reported having a sensor glucose level of 140 mg/dl and a blood glucose level of 48 mg/dl. Blood glucose level was 95 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)